Event description:
This is a spontaneous case report receive from a consumer in united states on (B)(6) 2014 which refers to a (B)(6) female consumer who had essure (fallopian tube occlusion insert) inserted and experienced slight pain, cramping, slight bleeding, and one of the springs was not in the correct place, it was up against my colon. No info given on consumer's history, past drugs and concurrent conditions. It was not reported whether the consumer received any concomitant medication. On (B)(6) 2013 the consumer had essure (fallopian tube occlusion insert) inserted for contraception. The reported lot numbers were, 787227 and 922605. On (B)(6) 2013 immediately after insertion the consumer experienced slight pain, cramping and slight bleeding. She stated when she was bending over, she felt like a splinter inside her on right side. On unspecified date hsg (hysterosalpingogram) showed one of the springs was up against colon, she did not know which side. Essure was removed on (B)(6) 2013 and that time clips were replaced on both tubes, as birth control. Reporter causality: the relationship between event and essure is not provided.